Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/13/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory: the 99mg/dl (B)(6) 2015 06:42:00 pm fasting:yes, the 86mg/dl (B)(6) 2015 06:41:00 pm fasting:yes, the 101mg/dl (B)(6) 2015 06:39:00 pm fasting:yes, the 92mg/dl (B)(6) 2015 07:02:00 am fasting:yes, the 89mg/dl (B)(6) 2015 06:30:00 pm fasting:yes. Customers concern: all results. The customer has compared his trueresult meter against his neighbor's meter and it is reading about 20 points lower. The customer is stating that he got an 83 mg/dl on the trueresult meter and 103 mg/dl on the neighbor's meter. The customer is a pre-diabetic and is not on any medication. The customer is testing once a day (fasting). The customer is storing the meter in the kitchen. The customer states that his normal range is suppose to be under 100 mg/dl.